Manufacturer narrative:
Serial number: n/a, software version: n/a, color: grey, battery life remaining: n/a. The inpen screw retracts when dialing and advances when turning dose knob to the 0 mark and high resistance while dispensing due to dust/debris under the dose button, on washer, on the dose detent and dose knob. Inpen received with missing dosing window.

Event description:
Customer reported via phone call that their insulin pen had broken or damage. Dosing window broke off it was stuck at only 3 to 6 it did not go over 6 or lower than 3. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.